Event description:
It was reported that there was an alert due to the right ventricular (rv) lead having high impedance and oversensing due to a suspected rv lead fracture. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary for: (B)(4) distal conductor fractured- the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, there was an outer tubing overlay cosmetic environmental stress fracture, the outer tubing overlay was breached/cut, the outer insulation was torn, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched. Performance data was collected from the device and revealed that there was high resistance/impedance, 4 - patient alerts for rv.pace lead z > 3000 ohms between (B)(6) 2012 03:00:05 and (B)(6) 2012 03:00:05, the weekly pace measurement log data shows an abrupt increase for max v.pace= 488 to 16382 ohms peak between (B)(6) 2012. There was oversensing, interference/noise, 32 - ventricular nst<=210 ms between (B)(6) 2012 10:35:38 and (B)(6) 2012 11:59:38, 1 - vf=200 ms average v-cycle on (B)(6) 2012 23:59:35. The ventricular short interval count v-sic=1891.4 counts avg/day, in 5.44 days, between (B)(6) 2012 08:22:09 and (B)(6) 2012 18:53:19.